Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nip inside of the mouth [mouth injury]. Nip the lip area [lip injury]. Blood blisters inside of mouth, lip area [angina bullosa haemorrhagica]. Spinning heads seems to be loose when using; brush head fell off in mouth due to pin falling out; back of the head had a hole where a bit of plastic came away [device breakage]. Spinning head seems to be loose and they nip the inside of mouth, lip area to a point that blood blisters formed [injury associated with device]. Drawing blood- inside mouth [mouth haemorrhage]. Drawing blood- lip area [lip haemorrhage]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the spinning head of each oral-b power oral care refill precision clean from a pack of 4 seemed to be loose when using, and they nipped the inside of his mouth/ lip area to the point that blood blisters formed. One of the brush heads fell off in his mouth due to the pin falling out, and he noticed the back of the brush head had a hole where a bit of plastic came away. The case outcome was unknown. (B)(6) 2016 consumer follow-up e-mail: the consumer reported he sent the toothbrush heads to the company, and wanted them investigated due to the product drawing blood / blood blister. The case outcome was unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nip inside of the mouth [mouth injury]. Nip the lip area [lip injury]. Blood blisters inside of mouth, lip area [angina bullosa haemorrhagica]. Spinning heads seems to be loose when using; brush head fell off in mouth due to pin falling out; back of the head had a hole where a bit of plastic came away [device breakage]. Spinning head seems to be loose and they nip the inside of mouth, lip area to a point that blood blisters formed [injury associated with device]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the spinning head of each oral-b power oral care refill precision clean from a pack of 4 seemed to be loose when using, and they nipped the inside of his mouth/ lip area to the point that blood blisters formed. One of the brush heads fell off in his mouth due to the pin falling out, and he noticed the back of the brush head had a hole where a bit of plastic came away. The case outcome was unknown.